Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was visibly not properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Observed broken snaps and damaged sensor ear upon visual inspection of sensor plug assembly. An extended investigation has also been performed on the sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This resulting in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal. Therefore, this complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer reported receiving unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat. The customer reported receiving unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.